Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) replacement procedure during which the ipg was replaced due to an infection. The physician assessed that the infection had no connection to the scs device. No further information was able to be obtained. The explanted ipg will not be returned as it was discarded by the medical facility.